Manufacturer narrative:
Product analysis: the complaint was confirmed. The epg powered up to an error code. The issue was attributed to the main printed circuit board (pcb) being out of electrical specification. Output connector assembly was found to be broken. The case and hanger assembly were found to be damaged. The keypad was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) started with an error code. It was noted that the epg was restarted, but the issue persisted. The epg was returned for repair. There was no patient involvement. The epg tested out of specification during manufacturer's analysis.